Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a robotic hysterectomy procedure on (B)(6) 2019 and barbed suture was used. The suture broke in the middle. The surgeon tied the suture off and the procedure was completed successfully. There were no patient consequences reported.